Event description:
Per the clinic, it was reported that the rechargeable battery of the sound processor was found to have become swollen. There were no allegations of patient injury associated with this event. Awaiting return of the product for investigation.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
This device is not available for analysis. (B)(4).